Event description:
It was reported prior to an unknown procedure, the jaw could not be opened after the device was checked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/19/2008. Information is unavailable; device was not returned for evaluation.